Event description:
Deep medial distal cut. Deep 1.5-2.0mm past plan when checked. Software not showing red. Case type / application: tka. Per response: "green probe was used as sets didn't contain. Planar probes for todays cases. All cuts were traced with the green probe. Trials also showed a gap distally indicating deep cuts."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: angled cut are 1.5mm off consistent. Both right and left sides affected. Multiple instruments/mics have been replaced with no change in symptom. Multiple fse have visited for this problem and according to the mps the cuts have consistently been 1.5mm deep. Work performed: clean cables / connect system / presurg with no issue. System has older version of software so we installed newer version in case there may be a glitch in ss2u. J2 bump stops were set to manufacturer spec. Open j6 and clean debris from read head glass, ran homing and then kincal to calibrate the arm. All checks performed passed successfully and the system is functioning to manufacturer specs. It is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use and an updated version of the software was installed. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Deep medial distal cut. Deep 1.5-2.0mm past plan when checked. Software not showing red. Case type / application: tka. Per response: "green probe was used as sets didn't contain. Planar probes for todays cases. All cuts were traced with the green probe. Trials also showed a gap distally indicating deep cuts."